Manufacturer narrative:
The cassette was kept for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 82-year-old male patient with acute myocardial infarction and cardiogenic shock (scai stage d). Comorbidities were not specified. During case preparation, a ¿no flow detected¿ yellow alarm occurred on the aic during purge cassette priming. Troubleshooting included aic replacement without resolution. The purge cassette was replaced, which resolved the issue and allowed successful priming. Post-implant, the device functioned as intended at p-7 with flows of approximately 3.0 l/min. There were no interruptions in support and no reported impact on patient's hemodynamics. The impella cp was explanted and patient survived.